Event description:
It was reported that the right ventricular (rv) lead was damaged during a 2005 device replacement procedure. The rv lead impedance rose and due to very difficult patient anatomy the physician opted to repair the lead with silicone and it remained in use. At the 2014 device changeout the physician removed the rv lead as it was glued to the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage, and there was foreign material visible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.